Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing. The complainant also advised that the presence of liquid, which was immiscible with wax, had been noted in the wax baths. On (B)(4) 2013, leica biosystems received info from the laboratory indicating that rebiopsy was necessary for at least three (3) patients. Info as to whether re-biopsy of any patient(s) has actually been performed, together with the pt identifier, age and gender has been sought from the laboratory. As of (B)(4) 2013, this info has not been provided to leica biosystems.

Manufacturer narrative:
On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(4) 2013. The fse performed system verification tests, for which the results were satisfactory, and noted that the reagent in bottles 1-16 inclusive had been replaced prior to his attendance at the laboratory. Evaluation of the instrument logs by global technical support showed that the instrument functioned as designed during execution of both the routine overnight - 12hr" protocol started in retort b at 17:12pm on (B)(6) 2013 and the "long schedule [fatty/thick blocks] 15hr" protocol started in retort a at 17:14pm on (B)(6) 2013, from which sub-optimal tissue processing was reported by the laboratory. A use error was noted during replacement of the reagent in bottle 10 (ipa). However, this reagent was used in five satisfactory processing runs before being used for the final dehydration/clearing step of the affected protocols. On (B)(6) 2013, info provided to leica biosystems by the complainant stated that:".... The sub-optimal processing was due to tissue being put on the wrong program." Further specific details regarding this statement have been sought from the laboratory, in order to confirm that the circumstance described by the complainant was the root cause of the sub-optimal tissue processing reported. The root cause of the sub-optimal tissue processing reported from the routine overnight - 12hr" protocol stated a retort b at 17:12pm on (B)(6) 2013 and the "long schedule [fatty/thick blocks] 15hr" protocol started in retort a at 17:14pm on (B)(6) 2013 could not be unequivocally determined from the info currently available.